Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had unexpected alarms multiple times during normal use. Blood glucose level at the time of the incident was unknown. The customer stated he had 4 unexpected rewinds in a week and two of them last night occurred last night for the customer while they were sleeping. Normal basal rate was running and pump has no errors or alarms in the alarm history. High pressure test was performed and was successful. While being assisted by the help line no error's could be found. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rewind anomaly was noted.